Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a motor error on her insulin pump during a bolus delivery. Customer's blood glucose was unknown. She was able to clear the alarm. There were no significant events leading to the alarm. She stated she was at the hospital around an EKG machine for her husband's heart, but she was eight to ten feet away from the machines. Customer uses the sensor feature. Customer was advised that a false motor error may be caused by viewing the sensor glucose graph during bolus. Customer is able to rewind the device. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.